Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the multiloc proximal humeral nail was used for the fracture of surgical neck of humerus. The drill interfered with the nail, and the distal side stop screw was unable to insert. The nail was able to attach to the handle without any problem when interference check was done. Before the surgeon attempted to insert the distal side stop screw, he retightened the connecting screw by way of precaution. The length of the procedure was extended. The physician felt the drill was interfered with the nail due to the heavy backlash allowance of sleeve. The sales consultant advised the surgeon on how to reduce the possibility of interference by dissecting the soft tissues to create a clear view of the bone and by checking if the sleeve contacts with the bone by image before drilling. The physician felt the drill was interfered with the nail due to the heavy backlash allowance of sleeve. The sales consultant advised the surgeon on how to reduce the possibility of interference by dissecting the soft tissues to create a clear view of the bone and by checking if the sleeve contacts with the bone by image before drilling. This is report 6 of 6 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. Placeholder.